Manufacturer narrative:
Product complaint #: (B)(4). Reporter is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and pinnacle medical records received. After review of medical records the patient was revised to address instability due to fall resulting to dislocation and pain. Operative note reported hip was found dislocated. There is a mild scratching on the trunnion and acetabular cup. Intra-operative mentioned, the constrained liner bent. Another liner was impacted. X-ray result confirmed the dislocation. Doi: (B)(6) 2018; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm joint instability.